Event description:
The pt reported on (B)(6) 2013 at 12:40 am a new pod was activated and her blood glucose was in normal range. Her history as follows: see scanned table. She was hospitalized for hyperglycemia. At 11:09 pm she deactivated the pod. Upon inspection the cannula seems to be shorter than it usually was with previous pod. She is currently at the hosp and being treated with intravenous insulin drip at the time of the call.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hospitalization and hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." "High" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If it is untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." And "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)."